Event description:
A report was received on 28 jun 2024 from the home therapy nurse (htn) of a 52 year old male patient, approved for performing solo home hemodialysis and with a complex medical history including cardiac comorbidities and end stage renal disease, stating the patient went into cardiac arrest following a home hemodialysis treatment on (B)(6) 2024. The patient was transferred to hospital and placed on a ventilator. Additional information was received on 03 jul 2024 from the htn stating the patient had access issues during therapy and elected to continue and complete treatment. The patient was admitted to hospital post cardiac arrest in unstable condition. After discussion with family, all care was withdrawn and he transitioned to palliative care, expiring 2 days later on (B)(6) 2024. The cause of death was not provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance and functionality were unremarkable with no deficiency identified. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).